Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that the ventilator failed several tests during pre-use check. The device failed to meet its specifications, it has not been used at the time of the event. There have been no adverse event sustained as a result of the issue. Based on the information collected to date, the provided problem description and the inspection of the device conducted by the technician, it has been concluded that the pre-use check (puc) failure on servo-s device has been resolved by replacing pressure transducer board (not specified which one). The unit failed several test including internal leakage test and pressure transducer test. Pressure transducer board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Defective pressure transducer printed circuit board may lead to high pressure.   The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).